Event description:
Procedure type: hysterectomy. According to the reporter: upon initial suturing with v-loc reload, the needle broke (almost in half) and became separated from both suture and endostitch device (half of needle remained in device; other half was retrieved through suction methods). Add'l info requested via email. Endostitch handle 173016 (no lot number). Vloc reload - vloca006l (no lot number). Was there any bleeding of 500cc or more - no. Was the case extended by more than 30 minutes - yes. Was there any unanticipated tissue loss - no. Was the incision extended by more than one inch - no. Was the procedure converted to an open procedure - no.

Manufacturer narrative:
(B)(4).